Event description:
Reporter inidcated that vns patient had passed away. It was reported that the patient drowned in her bathtub, presumably from an unattended seizure. There is no evidence at this time that the ncp system caused or contributed to the reported event.